Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell from a swing. Reportedly, the recipient did not hit his head, only the arm and shoulder. Ling sounds can still be detected but there is no speech understanding with the device.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. In addition two channels were left extra-cochlea since initial implantation. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user fell from a swing. Reportedly, the recipient did not hit his head, only the arm and shoulder. Ling sounds can still be detected but there is no speech understanding with the device. There was no swelling or redness and there has been no changes to the user's health or medication. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Re-implantation is being considered, but no date has been scheduled yet.

Event description:
The user fell from a swing. Reportedly, the recipient did not hit his head, only the arm and shoulder. Ling sounds can still be detected but there is no speech understanding with the device. There was no swelling or redness and there has been no changes to the user's health or medication. Re-implantation is now considered.